Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator was poking out and had a sharp edge. There is fluid accumulation. The skin had turned purple and the area had become infected. The neurostimulator had been removed three to (B)(6) ago. Additional information has been requested, but was not available as of the date of this report.